Manufacturer narrative:
(B)(4). Concomitant products: unknown head, unknown cup, unknown stem. It is unknown if the device will be returned for analysis, as its location is unknown. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03572, 0001825034-2017-03573, 0001825034-2017-03575.

Event description:
It was reported that patient underwent right hip revision approximately three months post implantation due to patient allegations of pain. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2017-04298.